Event description:
It was reported that the right ventricular lead exhibited numerous noise episodes. Some of the episodes caused inhibition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.